Event description:
The customer reported via the regional business manager, (B)(6), that they have discovered debris within the o-ring of the exeter v40 retentive trial heads following sterilisation. The customer reported that they were prompted to inspect their devices following a notification from (B)(6) that these devices may contain debris. (B)(6) sent this notification to all (B)(6) health boards following discussions with stryker (B)(4) regarding previous complaint. The customer reported that they have not performed any tests on the debris they have found and that they were unable to identify any lot numbers on the devices. The customer reported that they are following the cleaning and sterilisation guidelines recommended in the generic orthopaedics cleaning manual (reference: lstpi-b). The regional business manager added that these particular devices could potentially have been used by this account for over 8 years.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding cleaning issues involving a v40 head trial was reported. The event was not confirmed. The returned device is in used condition. The o-ring was not returned and the presence of debris cannot be confirmed. The event is unrelated to patient factors. No adverse consequences to a patient were reported as the event occurred during inspection. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events for the manufacturing lot. The exact root cause of the event could not be confirmed as the device o-ring was not returned. Removal of the o-ring is not required for cleaning as documented in cleaning instructions (B)(4). Without inspection of the o-ring and the alleged debris no determination as to the source of the reported debris can be made. No evidence of material or manufacturing defects was found during this investigation.

Event description:
The customer reported via the regional business manager, (B)(4), that they have discovered debris within the o-ring of the exeter v40 retentive trial heads following sterilisation. The customer reported that they were prompted to inspect their devices following a notification from health facilities (B)(4) (hfs) that these devices may contain debris. Hfs sent this notification to all (B)(4) health boards following discussions with stryker (B)(4) regarding previous complaint. The customer reported that they have not performed any tests on the debris they have found and that they were unable to identify any lot numbers on the devices. The customer reported that they are following the cleaning and sterilisation guidelines recommended in the generic orthopaedics cleaning manual (reference: (B)(4)). The regional business manager added that these particular devices could potentially have been used by this account for over 8 years.